Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that the pacing capture threshold in the rv (right ventricle) was intermittent. Additionally, ventricular capture management weekly trend data shows threshold unstable throughout the record dating back (B)(4) 2014. Average threshold varies from 1.25v (volts) to 2.5v, with intermittent measurements of greater than 2.5v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: addr01, ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Programming adjustments were made for the lead and the lead remains in use. No patient complications have been reported as a result of this event.